Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. There was a fractured solder connection at the j2 tab inside of the rear 2-wire therapy electrode (te). The cause of the test failure was isolated to the fractured solder connection. The root cause of the fracture was an improperly formed solder connection. A corrective action was issued for this error. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt ECG electrodes were non-functional.